Manufacturer narrative:
On 07/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/16/2016 a medtronic representative, following-up at the site, reported the inaccuracy was alleged to be approximately 3-4 millimeters. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the patient was registered twice using discrete points - once for the upper screws, and once for the lower screws. The surgeon satisfactorily checked accuracy using known anatomy, and proceeded to place the hardware. The surgeon then brought in fluoro to check screw placement, agreed that he liked what he saw, and closed the patient. On the patient's post-op computed tomography (CT), it was noted that at least four of the screws were misplaced. In two instances, they were off medially, and in two instances, they were off laterally. The patient was brought back the following day, performed a similar workflow, with the addition of surface merge to supplement the pointmerge registration, and the use of medtronic screws to give the added benefit of seeing the cad models of the screws as they are being placed, and revised the screws to the surgeon's satisfaction. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. In the doctor's opinion, the post-op CT showed all of the screws to be placed well. No allegation was made to the medtronic representative that the original issue caused additional complications for the patient.